Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced a perforation of the right ventricle, tamponade and pericardial effusion. It was further reported that the patient experienced a drop in blood pressure and heart border was not moving under fluoroscopy. Pericardiocentesis and chest compressions were performed however the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.